Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, reflux and heartburn are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported pt experiencing "heartburn, reflux and night time regurgitation." "Chronic slip, to be replaced at a later date."